Event description:
It was reported that during in service testing performed by the customer, the cardiosave intra-aortic balloon pump (iabp) generated an autofill error prior to the start button being pressed. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getigne service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the reported issue. Upon review of the iabp log files, the stm observed error code #37 and changed the drive manifold assembly. The stm performed a 30 psi calibration then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during in service testing performed by the customer, the cardiosave intra-aortic balloon pump (iabp) generated an autofill error prior to the start button being pressed. There was no patient involvement, and no adverse event was reported.